Event description:
It was reported that a patient underwent a repair of an incarcerated incisional hernia with mesh in 2004. In 2009, the patient underwent an exploratory laparotomy with reduction and repair of incarcerated ventral incisional hernia with a side-to-side small bowel enterostomy. It was reported that during the surgery, it was found that the previous mesh in the abdomen was adhered to the mesentery as well as the bowel and the bowel was resected about six to eight inches.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.